Event description:
It was reported that a physician trained in the use of the perclose proglide device, attempted bilateral arteriotomy closure after an interventional procedure. Reportedly, using a "perclose" technique of heavily calcified and fibrous left common femoral artery a needle-to cuff miss occurred. When the needle plunger was removed, no suture was present on the needles. The device was removed and a second, third, and fourth proglide device were attempted but also resulted in a needle-to-cuff miss. A fifth proglide device was used to achieve hemostasis. Reportedly, using a "perclose" technique of heavily calcified and fibrous right common femoral artery a needle-to-cuff miss occurred. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
Caller did not know which system produced the reported discrepant result. (B)(4).

Event description:
Caller states patient tested 8.3 inr on the coaguchek xs system while a comparison lab returned as 4.51 inr. Patient's coumadin dose was held for 2 days based on lab value. No adverse event reported. Requested return of suspect system and replacement was sent.